Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 1 tube contained foreign matter on top of the stopper. No adverse impact was reported regarding the patient or use.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo showed the presence of a red substance embedded in the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 1 tube contained foreign matter on top of the stopper. No adverse impact was reported regarding the patient or use.